Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and would not fire? Did the device begin to staple and cut, but then jammed? If yes, were the staples that did form in unformed/irregular or malformed shape? Can you also clarify if the sr55 reload was used in a ntlc75 stapler?

Event description:
It was reported that during an unknown procedure, the device was not going forward. There was bad formation. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56c5u. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with an sr55 cartridge reload not loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with a sr75 test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock out and would not fire? No. Fired but bad formation. Did the device begin to staple and cut, but then jammed? If yes, were the staples that did form in unformed/irregular or malformed shape? No more information. Can you also clarify if the sr55 reload was used in a ntlc75 stapler? It¿s impossible. The following information was requested, but unavailable: if the device fired, what is meant by bad formation? Are you referring to the staple formation? Please clarify. No information available. If the sr55 was not used with the ntlc75, could you clarify why the sr55 was returned with the ntlc75? No information.

Manufacturer narrative:
(B)(4). Corrected data: expiration date: 4/30/2022 (missing from follow up 1).